Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 md/l). The cause of the high bg was not known. Insulin injections were administered and the pump basal setting was changed in an attempt to lower the bg level. The customer's healthcare provider reverted the customer to using insulin injections to manage diabetes. Tandem technical support had the customer perform a system check and no device issues were identified.